Event description:
Olympus was informed that image goes black during an unidentified procedure. There was no report of any pt harm.

Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional information regarding this report. The user facility reported that the users experienced a complete loss of image during a therapeutic esophagogastroduodenoscopy (egd) procedure in which the procedure was completed with a different endoscope. The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the user's report. The image was distorted but was still visible. There was evidence of heavy fluid invasion noted inside the scope connector unit which most likely attributed to the user's experience. The referenced device passed leak testing. As the device passed leak testing the likely source of the fluid invasion appears to be due to mishandling, likely during reprocessing. This report is being submitted as a medical device report in an abundance of caution.